Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (30 mcg/ml at 9.55 mcg/day) and morphine (10 mg/ml at 3.184 mg/day) via an implantable infusion pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that the patient went to the hospital about a week ago complaining about not feeling as if the therapy was working and not getting any medication from it. The representative was currently with the patient and was trying to put the pump into minimum rate mode however, the patient insisted that the pump be permanently shut off and he wanted the pump to be explanted. It was noted that the pump was not alarming and the logs had not been checked yet. A pump off authorization form was sent to the caller. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient presented at the emergency room because of withdrawal symptoms. It was reported that the patients managing hcp had considered doing a dye study but the patient told him that he was changing his hcp's soon so all investigation procedures were halted. It was unable to be determined if the patient had any device related issues; no issues were observed from the pump logs. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6)2012, product type: catheter, product ID: 8731sc, serial#(B)(4), implanted: (B)(6)2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-may-04. Compatibility guidelines were requested regarding MRI (magnetic resonance imaging). It was reported that the procedure was due to a problem with the device/therapy. It was reported that the MRI was to evaluate the pump integrity and possible granuloma formation. The event date was asked but unknown. No further complications were reported.